Manufacturer narrative:
The returned product was inspected under magnification. Under magnification the batch number of the t8 cannulated hexalobe driver was confirmed as reported. Under magnification it was clear that the hexalobe tip of the driver had broken off. The broken tip was fractured at an angle, with a variety of fracture surfaces present across each of the lobes of the tip. The fracture surfaces were dull and gritty in appearance, indicative of a brittle fracture due to a single overload event. No signs of fatigue fracture were present. The driver measured 3.423" indicating that the fracture occurred at approximately .077" from the end of the hexalobe tip, approximately just before the tip begins its radiused transition to the shaft of the driver. It is possible that the fracture pattern observed was due to a single overload event when the driver encountered increased resistance during use. This increased resistance could be possibly due to improper depth of drilling, encountering dense bone, or improper following of the surgical technique. No definitive conclusion can be made.

Event description:
It was reported that the mini at3 non stick fit driver tip broke off in the screw head. The procedure was completed with another driver. There was a reported delay of 30 minutes.